Event description:
It was reported that during a laparoscopic colectomy procedure, the trocars experienced air leakage around the insufflation tubing. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: were any noises heard such as whistling or hissing? No. If so, did the noise prevent insufflation? Please describe the noise. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes - it became difficult for the insufflator to keep pressure up to ideal levels. What was the gas consumption rate or volume (liter/minute)? Unknown. Was a device inserted in the trocar during the leaking? If so, what device? Yes - grasper. Was any torque being applied to the trocar or device? No - angle of the grasper was essentially straight through the cannula.